Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the device passed labeled longevity; however, there was shortened elective replacement indicator (eri) to end of life (eol) status. The device memory was examined which showed evidence that the device had shocked into a shorted lead condition. Low pacing impedances were also observed. Additionally, a component of the output circuitry of the device was shorted, which was consistent with high energy overstress damage resulting from shocking into a shorted lead condition resulting to multiple diverted charge time out episodes and ultimately, in the more rapid depletion of the battery. No further issues were observed.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) allegedly had premature battery depletion (pbd). Insulation defect on the right atrial (ra) and right ventricular (rv) leads was also suspected with low pacing impedance measurements. The device was explanted and both leads were surgically abandoned.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.